Manufacturer narrative:
Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported the presence of air bubbles prior to the initiation of fluid prime during a plasmapheresis procedure. Leur connections were tight and no clotting in the channel or return reservoir were noted. Per customer patient status "eligible for continued donation" full patient ID: (B)(6) the collection set is not available for return because it was discarded by the customer.